Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before an unknown procedure the customer found multiple pin-sized holes in the tyvek of the device packaging. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n92h08. Device evaluation: the analysis results found that harh45 device was returned inside its package unopened. Upon visual inspection, it was observed that the (B)(4) from the packaging was damaged; it was noted to have holes in the (B)(4), the holes was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.